Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition/ malposition of essure device/ the right fallopian tube has the essure device on the serosa showing previous perforation of the right fallopian tube') and pelvic abscess ('pelvic abscess') in an adult female patient who had essure (batch no. B04948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding vaginal, menorrhagia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), cystitis ("infection bladder/ urinary tract/vaginal"), urinary tract infection ("infection bladder/ urinary tract/vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain") and female sexual dysfunction ("apareunia inability to have sexual intercourse"). In (B)(6) 2018, the patient experienced allergy to metals ("allergy: nickel"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding general"), back pain ("back pain/ lower back pain"), metrorrhagia ("metrorrhagia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic abscess, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, allergy to metals, vaginal discharge, fatigue, weight increased, cystitis, urinary tract infection, vaginal infection, migraine and female sexual dysfunction outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain upper and pelvic pain had resolved. The reporter considered abdominal pain upper, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic abscess, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), allergy: nickel, vag. Discharge, fatigue ,weight gain, malposition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received. New event abscess was added. Cluster ID was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition/ malposition of essure device/ the right fallopian tube has the essure device on the serosa showing previous perforation of the right fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B04948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In november 2018, the patient experienced allergy to metals ("allergy: nickel"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/ lower back pain"), metrorrhagia ("metrorrhagia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, allergy to metals, vaginal discharge, fatigue, weight increased, cystitis, urinary tract infection, vaginal infection, migraine and female sexual dysfunction outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain upper and pelvic pain had resolved. The reporter considered abdominal pain upper, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), allergy: nickel, vag. Discharge, fatigue ,weight gain, malposition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical records received : lot number added. Reporter information, patient details updated. Events added- genital haemorrhage, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis, migraine, abdominal pain upper, pelvic pain, female sexual dysfunction. Event ¿device dislocation¿ updated to event ¿fallopian tube perforation¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition/ malposition of essure device/ the right fallopian tube has the essure device on the serosa showing previous perforation of the right fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B04948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), migraine ("migraines / headaches"), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced allergy to metals ("allergy: nickel"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/ lower back pain"), metrorrhagia ("metrorrhagia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, allergy to metals, vaginal discharge, fatigue, weight increased, cystitis, urinary tract infection, vaginal infection, migraine and female sexual dysfunction outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain upper and pelvic pain had resolved. The reporter considered abdominal pain upper, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), allergy: nickel, vag. Discharge, fatigue ,weight gain, malposition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of product technical problem . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("page 2 of 2"), allergy to metals ("allergy: nickel"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018, hysterectomy. Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, allergy to metals, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy: nickel, vag. Discharge, fatigue, weight gain, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events" dysmennorhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy: nickel, vag. Discharge, fatigue ,weight gain, malposition, she did not underwent essure confirmation test" were added. Reporter information was added incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.